Event description:
It was reported during the left atrium atrial fibrillation procedure, the catheter got stuck in a deflected position. The physician removed the catheter from the patient without any difficulty. The catheter was exchanged and the case resumed without any patient consequences.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The returned device was evaluated for deflection characteristics and these were found within specification. The device history record (DHR) was reviewed and no anomalies were found. In addition, DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The complaint condition could not be confirmed.